Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have influenced the reported event. Additionally, a review of the complaint history did not identify any similar incidents. The reported patient effects of mitral valve insufficiency/ regurgitation/recurrent mr (which is persistent mitral regurgitation), tissue damage, emboli and stroke as listed in the instructions for use (IFU) are known possible complications associated with mitraclip procedures. Based on the information reviewed, a cause for the reported incomplete coaptation (postprocedure) cannot be determined. The reported mitral valve insufficiency/mitral regurgitation (mr) (recurrent mr) was a result of the reported single leaflet device attachment/slda as the mr returned after the slda occurred. The reported unspecified tissue injury and the subsequent embolism were related to the reported slda. The reported cerebrovascular accident was related to the reported embolism. The reported hospitalization was a result of case specific circumstances as the patient was hospitalized for further treatment. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the stroke. It was reported that on (B)(6) 2021, one clip was successfully implanted to treat degenerative mitral regurgitation (mr), reducing mr from 4 to 1. On (B)(6) 2021, the patient suffered a stroke at home. Echocardiogram was performed, showing the clip detached from the posterior leaflet and remained attached to the anterior leaflet, (single leaflet device attachment/slda) and mr increased to 4. It was suspected that the leaflet tore and the torn segment embolized to the brain, resulting in the stroke. There was no additional information provided.